Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a humming noise which occurred suddenly on (B)(6) 2022. Later the same day, the user did not have access to sound anymore. A re-implantation is planned within the next two weeks.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported a humming noise which occurred suddenly on (B)(6) 2022. Later the same day, the user no longer had any access to sound. The user has been re-implanted.